Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, increased threshold measurements, and inappropriate atrial tachy response (atr) episodes due to the noise. Later, impedance measurements of greater than 2500 ohms were observed. No adverse patient effects were reported. The lead remains in service. Additional information was received which indicated that the right atrial (ra) lead delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to atrial fibrillation (af) conduction. Technical services (ts) reviewed the episode and determine the lead was fracture. The ra lead was reprogrammed. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 and h6 (code remove).

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, increased threshold measurements, and inappropriate atrial tachy response (atr) episodes due to the noise. Later, impedance measurements of greater than 2500 ohms were observed. No adverse patient effects were reported. The lead remains in service. Additional information was received which indicated that the system in this patient delivered inappropriate anti-tachycardia pacing (atp) due to atrial fibrillation (af) conduction. Technical services (ts) reviewed the episode and determine the lead was fracture. The ra lead was reprogrammed. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, increased threshold measurements, and inappropriate atrial tachy response (atr) episodes due to the noise. Later, impedance measurements of greater than 2500 ohms were observed. No adverse patient effects were reported. The lead remains in service.